Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and megacolon ("chronic colonic inertia") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho tri cyclen from (B)(6) 2007 to (B)(6) 2008 and depo provera from 2001 to 2005. Past adverse reactions to the above products included mood altered with depo provera. Concomitant products included bactrim (mortin) from 2009 to 2010, calcium carbonate (mylanta [calcium carbonate]) from 2009 to 2010, etodolac from 2009 to 2011, hydrocodone since 1997, ibuprofen (advil), methocarbamol (robaxin) since 1998, naproxen since 2000, norethisterone acetate (aygestin), omeprazole (prilosec), prenatal (prenatal vitamins [vit c,b5,b12,d2,b3,b6,retinol palmit,b2,b1 mononitr) from 2006 to 2007, vicodin (norco) from 2009 to 2011 and zolpidem. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 20 days after insertion of essure, the patient experienced megacolon (seriousness criterion medically significant). In 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ cramping") and hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse") and anxiety ("psychological or psychiatric problems- conditions anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain/ chronic back pain"), nausea ("nausea"), abdominal distension ("bloating"), menstruation irregular ("irregular period"), middle insomnia ("sleep disruption/ insomnia"), irritability ("irritability"), hot flush ("hot flashes"), night sweats ("night sweats"), alopecia ("hair loss"), vulvovaginal mycotic infection ("vagina yeast infection/many yeast seen with pseudophyphae"), mood swings ("psychological or psychiatric problems- conditions mood swings"), ligament sprain ("other injury(ies) or complications please describe: lumbar sprain."), ovarian cyst ("left ovarian dominant follicle of 2 cm"), vaginal haemorrhage ("abnormal bleeding vaginal"), procedural pain ("bilateral lower quadrant pain after the surgery"), pain ("body ache"), fatigue ("fatigue") and dysuria ("bladder or urinary problems or changes: mild dysuria in morning"). The patient was treated with analgesics, alprazolam (xanax), tramadol, methocarbamol (robaxin), antibiotics and surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, megacolon, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, vaginal infection, dyspareunia, cystitis, urinary tract infection, migraine, headache, anxiety, nausea, abdominal distension, menstruation irregular, middle insomnia, irritability, hot flush, night sweats, alopecia and hormone level abnormal had resolved and the vulvovaginal mycotic infection, mood swings, ligament sprain, ovarian cyst, procedural pain, pain and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hormone level abnormal, hot flush, irritability, ligament sprain, megacolon, menorrhagia, menstruation irregular, middle insomnia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on insertion procedure, 10 coils remained on left side and 6 on right side. The patient experienced minimal discomfort during procedure. After essure removal, all the events resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 12-jun-2018: from pfs events "vagina yeast infection, psychological or psychiatric problems- conditions mood swings, lumbar sprain, left ovarian dominant follicle of 2 cm, abnormal bleeding vaginal, bilateral lower quadrant pain after the surgery, body ache, fatigue, bladder or urinary problems or changes: mild dysuria in morning, many yeast seen with pseudophyphae" are added. Concomitant and treatment drug are added. Product information are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and megacolon ("chronic colonic inertia") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho tri cyclen from (B)(6) 2007 to (B)(6) 2008 and depo provera from 2001 to 2005. Past adverse reactions to the above products included mood altered with depo provera. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 20 days after insertion of essure, the patient experienced megacolon (seriousness criterion medically significant). In 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), nausea ("nausea"), abdominal distension ("bloating"), menstruation irregular ("irregular period"), middle insomnia ("sleep disruption"), irritability ("irritability"), hot flush ("hot flashes"), night sweats ("night sweats") and alopecia ("hair loss"). The patient was treated with analgesics, alprazolam (xanax) and surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, megacolon, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, vaginal infection, dyspareunia, cystitis, urinary tract infection, migraine, headache, anxiety, nausea, abdominal distension, menstruation irregular, middle insomnia, irritability, hot flush, night sweats, alopecia and hormone level abnormal had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hot flush, irritability, megacolon, menorrhagia, menstruation irregular, middle insomnia, migraine, nausea, night sweats, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: on insertion procedure, 10 coils remained on left side and 6 on right side. The patient experienced minimal discomfort during procedure. After essure removal, all the events resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records provided. Information added: patient¿s demographics, insertion date updated (essure 205 changed to 305), historical drug, insertion details. Events added: bladder infection, urinary tract infection, migraines / headaches, bloating, irregular period, sleep disruption, irritability, hot flashes, night sweats, hair loss, hormonal changes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and megacolon ("chronic colonic inertia") in a female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), megacolon (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), vaginal infection ("chronic vaginal infections") with vaginal discharge and dyspareunia ("painful intercourse"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure (B)(4) was removed in (B)(6) 2011. At the time of the report, the pelvic pain, megacolon, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, vaginal infection and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, megacolon, menorrhagia, pelvic pain and vaginal infection to be related to essure (B)(4). The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.